Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture grade unknown.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product. Patient additionally reported left side "liquid forming, capsular contracture grade unknown, implant getting larger" "first noticed increase in size, painful hard, continued to grow" "causing health issues". Device has been explanted.

Event description:
Physician reported left side implant exchange due to the patient's concern with the product. Patient additionally reported left side "liquid forming, capsular contracture, implant getting larger" "first noticed increase in size, painful hard, continued to grow" "causing health issues". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process.